Event description:
The patient was implanted with a synchromed pump an unknown catheter in 1996 for intrathecal infusion of pain medication to treat non-malignant pain due to failed back surgery syndrome. The patient experienced decreased pain relief. The pump was explanted due to rotor stall in 1999 and returned to the MFR for analysis. A new synchromed pump was implanted in 1999. No adverse events have been noted.